Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that a ped2 pipeline was stuck in the distal section of the catheter during delivery. The catheter was continuously flushed with heparanized saline. The physician released the load in the system in an attempt to resolve the issue. The pushwire was not damaged. The devices were prepared according to the instructions for use (IFU). Dual antiplatelet treatment was administered. No patient symptoms were reported. Ancillary devices: chapron (microvention) guide catheter, headway 27 (microvention) catheter, traxcess (microvention) guidewire additional information was received that the patient underwent treatment for a fusiform left infra -para clinoid ica aneurysm. Vessel tortuosity was moderate. It was noted that the patient is okay from the procedure. The catheter was stretched. The device was prepared as indicated in the IFU. The procedure was aborted because of a single device availability and that was too damaged without harming the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the case was re-attempted on (B)(6) and ped2-500-25 was successfully implanted.